Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he had condensation and drops of moisture under the lcd screen. Customer's blood glucose was 120 mg/dl at the time of the incident. Customer stated that there is fluid under the lcd display. Customer stated that the pump is working as normal but it is hard to read the information on the screen. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.